Manufacturer narrative:
The device associated with this reported event was not returned for examination.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address osteolysis and loosening of the glenoid at the cement to implant interface. Competitor cement was used.

Event description:
Update: medical records have been reviewed. Revision note (B)(6) 2017 indicates the patient received a right revision total shoulder arthroplasty due to painful right total shoulder arthroplasty, glenoid component loosening. The surgeon notes that the glenoid component was moderately loose with some ingrowth. All specimens sent for pathology came back as negative and/or did not indicate infection to be present. Reportability is unchanged. Updated 11-8-2017.